Event description:
Our rep. Is reporting that during an arthroscopic shoulder repair, metal shavings were observed emanating from 2 arthroscopic drill guides and falling into the patient's joint space. All of the debris was suctioned out of the body and the procedure was concluded successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2009-00201.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.